Event description:
A report has been received from a dealer. It was reported a wire on end of the wheel lock extension. Unable to stay on wheel lock handles. It was reported a new wheel lock extension was sent for replacement. No injury has occurred due to this incident.